Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than (B)(4) of the (B)(4) longevity limit. Preliminary analysis revealed a no telemetry condition. Further analysis found no high current drain or evidence of battery problems. The no telemetry condition was the result of a depleted power supply. The root cause of not meeting (B)(4) of the lower (B)(4) is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.